Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u5 on the power pcb assembly, that had shorted from pin 12 to 13.